Event description:
It was reported that an infection occurred. The implantable cardiac defibrillator was explanted and replaced. No further patient com plications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned, analyzed, and analysis results revealed no anomalies found.

Event description:
It was reported that an infection occurred. The implantable cardiac defibrillator system was explanted and replaced. No further patient complications have been reported as a result of this event.